Manufacturer narrative:
(B)(6).

Event description:
The manufacturer's bench technician reported the device failed the remote alarm test during preventive maintenance. There was no patient involvement.